Event description:
It was reported that the customer experienced issues with the pump's touchscreen responsiveness, as the screen took longer to respond and sometimes got stuck or frozen. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.